Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event is confirmed as analysis identified that the metal and glass cap were detached. The detached metal cap section was returned revealing severe debris adhesion which is indicative of prolong tissue contact. It is probable that tissue adhesion contributed to elevated temperature near the laser beam output window leading to glue failure and ultimately to the metal and glass cap detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. The interaction between the user and device, caused or contributed to the observed fiber tip damage. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal and glass caps were detached/separate from the fiber. The metal cap was returned with severe detritus adhesion, indicative of prolong tissue contact. The glass cap was not returned with the metal cap, indicative of glue failure at the fiber tip. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: based on the observed glass/metal cap detachment and glue failure, a probable cause of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass/metal cap detachment and glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the laser fiber did not seem to be exiting laterally as intended. The laser fiber was end firing within a quarter of an hour of the procedure. The procedure was stopped to exchange the fiber, and upon removal of the fiber, the metal cap broke apart. Another fiber was used to continue the procedure. Boston scientific has been unable to obtain additional information regarding the procedure and the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the laser fiber did not seem to be exiting laterally as intended. The laser fiber was end firing within a quarter of an hour of the procedure. The procedure was stopped to exchange the fiber, and upon removal of the fiber, the metal cap broke apart. Another fiber was used to continue the procedure. Boston scientific has been unable to obtain additional information regarding the procedure and the patient outcome to date.